Event description:
During product evaluation an inaccurate condition of the pump head module (phm) was found (under infusion). There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.